Manufacturer narrative:
The ge representative conducted an on site investigation. The service representative ordered a new remote user interface. The customer installed new part. The customer reported that the system is operating as intended.

Event description:
The customer reported that the 9900 system displayed an x-ray with security error message. No patient injury was reported.